Event description:
The customer obtained multiple non-reproducible phyt quality control results using a vitros 250 chemistry system: vitros qc level ii= 16.37, 27.02, 16.8, 27.1 ¿g/ml versus expected 22.16 ¿g/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report that patient samples were affected and no allegation of patient harm as a cause of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible vitros phyt results were obtained from a qc fluid run on a vitros 250 chemistry system. The assignable cause of this event was instrument related. Prior to service actions being performed, crbm and phyt precision tests were outside of acceptable guidelines. An ocd field engineer performed service actions to several analyzer subsystems to return the vitros 250 to expected performance. Following these actions, acceptable vitros phyt precision was observed. There was no evidence to suggest that a reagent related issue contributed to the event. The investigation determined that the assignable cause of this event was instrument related.